Manufacturer narrative:
Operator of device - health care professional. Device returned for evaluation on 22 january, 2016. Three fast-fix 360 curved needle delivery systems were returned for evaluation. No ts or sutures were returned for examination. Visual assessment of sample (a&b) showed the actuators are in the post t2 deployment position indicating a complete deployment. These devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Visual assessment of sample (c) showed its actuator in the pre t2 deployment position indicating a deployment of t1 and pre deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A design change was implemented to address this failure mode. The devices in question were manufactured prior to this change. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4).

Event description:
It was reported that during the stitching of the meniscus the second implant (t-2) did not deploy. Allegedly, the same issue was experienced with 3 implants from the same manufacturing lot number. No reports were received of patient injury or surgical delay, nor is there any report of post-operative patient condition.